Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a high sensing thresholds. The patient was having premature atrial contractions. Moreover, device reprogramming was done to adjust sensitivity. This lead remains in service. No additional adverse patient effects were reported.